Event description:
Lifescan received a letter reporting the death of a nursing home patient in connection with the use of a surestep meter. The patient had an unknown terminal medical condition. On event date, patient had their blood glucose checked several times on the ss meter by the nurse on duty. The nurse on duty interpreted the ss meter results as "1mmol/l" and proceeded to manage the patient accordingly. As the patient's condition worsened, a general practitioner who was summoned treated the patient also for hypoglycemia based on the nurse's report. Patient's condition gradually deteriorated and finally died. It was later found that the ss meter was actually displaying "hi" and not "1mmol/l".